Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was smoke coming out of the programmer during an implant procedure. The user had to exchanged the programmer for a different one during the procedure. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported smoke emitting from the programmer. The programmer was unable to power up due to an out of specification power supply. Analysis also noted that universal serial bus (usb) connector on the micro processor unit (mpu) was loose, the hard drive was out of specification, and the stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.